Event description:
Customer alleged the lever on the bottom of the scooter doesn't operate to push the unit manually and the brakes are locking on during manually pushing. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model l-4r, serial number/date code and age of product are unknown. The owner's manual part number 1143205 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the lever on the bottom of her l-4r scooter is allegedly not operating to allow the scooter to be pushed manually. The brakes are allegedly locking during a manual push of the scooter. No injury alleged.